Event description:
It was reported that the programmer screen was cracked and the printer was making intermittent, loud clicking noises during printing. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the screen overlay was cracked. It was also noted that the printer intermittently made a clicking sound when printing, the system fan was noisy, the programmer failed functional testing due to a loose rf connector on the link electronic module (lem) circuit board. (B)(4).